Event description:
It was reported that patient with a history of dislocation underwent revision hip arthroplasty on (B)(6) 2011. Subsequently, the patient dislocated again and underwent a closed reduction procedure on (B)(6) 2012. The patient continues to have issues with instability and his surgeon has recommended a revision of the acetabular cup, liner and head to a constrained system. There has not been another revision procedure reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-00914 / 00917). A prior medwatch was submitted to the FDA for the patient on (B)(4) 2011 (reference 1825034-2011-00017).